Event description:
A ventilator was returned to the manufacturer due to a request to perform an overhaul. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed while performing the repair test. An occurrence of an error code related to a failure of the oxygen blending module (err_obm_air_flow_sensor_failed) was found in the error log. The oxygen blending board was replaced to address the issue. Repair test was performed and it was confirmed that all items came to pass.